Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) due to health-related limitations. Charging reeducation was attempted, however the difficulty persisted. The patient underwent an ipg replacement procedure and was transitioned from a rechargeable system to a non-rechargeable system. No patient complications were reported and no abnormal findings were noted during the procedure. The explanted device was disposed of in the operating room therefore, it was not returned for analysis. The patient is reported to be doing well postoperatively with no adverse effects.

Manufacturer narrative:
Block b3: event date is unavailable per customer/account, approximated based on the date the manufacturer became aware.